Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer's current blood glucose level was 351 mg/dl. Customer reported that they were off with auto mode. Customer was offered for troubleshoot of high blood glucose but they declined. The insulin pump will not be returned for analysis.